Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. The motor assembly was corroded. Unable to verify button error alarm due to blank display. However unit received with light moisture damage to keyapd traces. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, that the customer received a button error alarm, and a black circle on the display. Customer's blood glucose level at the time 192 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.